Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd discardit syringe s2 leakage past stopper. The following information was provided by the initial reporter, translated from french to english: damaged plunger. Prepared drug leakage along plunger. Clinical consequences observed. Loss of part of the drug. Poor final drug dosage. New preparation.

Manufacturer narrative:
A device history record review was completed for provided material number 309110 and lot number 2310204. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one (1) syringe was returned for evaluation by our quality team. Through examination and testing of the sample, no signs of leakage were observed. There were also no signs of damage observed on the plunger component. Based on the received sample investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. With the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
27-feb-2024. What is the leaking substance? The syringe defect described in the declaration of medical device vigilance has occurred on several occasions, regardless of the contents of the syringe. Several syringes were thrown away because they were defective, whether with physiological water or otherwise.